Manufacturer narrative:
Occupation is lay user/patient. The customers meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.2 inr; qc 2: 2.2 inr; qc 3: 2.3 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number: (B)(4) compared to an unknown laboratory method. The result from the meter was 3.7 inr. The result from the laboratory was 2.53 inr. The customer also had another meter to lab comparison on (B)(6) 2020. The result from the meter was 4.8 inr, and the result from the laboratory was 3.0 inr. The results were within 4 hours of each other on both events. The customers therapeutic range is 2.0-3.0 inr.